Event description:
It was reported when using the unspecified bd blood collection vacutainer sst tube, the device experienced stopper pop off. This event occurred once. The following information was provided by the initial reporter. The customer stated: tubes are opening after sample draw, when the tube is recapped manually, it has been happening during transportation or at the lab.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd blood collection vacutainer sst tube, the device experienced stopper pop off. This event occurred once. The following information was provided by the initial reporter. The customer stated: tubes are opening after sample draw, when the tube is recapped manually, it has been happening during transportation or at the lab.

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples or photos for investigation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the unspecified bd blood collection vacutainer sst tube, the device experienced stopper pop off. This event occurred once. The following information was provided by the initial reporter. The customer stated: tubes are opening after sample draw, when the tube is recapped manually, it has been happening during transportation or at the lab.